Manufacturer narrative:
Date of event is estimated. A4-patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced with a competitor ipg for an unknown reason.